Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error 2240 (air in line/set) alarm during use with a minicap transfer set. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the minicap transfer set that led to this alarm. Renal therapy services assisted the patient with ending the therapy session. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.